Manufacturer narrative:
Per the user guide: always twist the tubing connector between the cartridge tubing and the infusion set tubing an extra quarter of a turn to ensure a secure connection. A loose connection can cause insulin to leak, resulting in under delivery of insulin. This can cause high blood glucose. Per the user guide: the system is indicated for use with u-100 humalog or u-100 novolog insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 319 mg/dl and a bolus was delivered to address bg. Customer reported the luer lock was loose. The infusion was changed; however, bg did not lower. Air bubbles were observed in the tubing. The cartridge was changed and "fresh insulin" was loaded. Reportedly, the customer was using fiasp insulin and was a new type of insulin was new to the customer.